Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had its coupler had fallen apart, during set-up. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler unit is loosened. A root cause could not be identified. Based on the investigation results, the malfunction was likely caused by the coupler unit becoming loosened, which resulted in the coupler detaching from the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.